Manufacturer narrative:
(B)(4). Date sent: 9/9/2021. Investigation summary. A photo along with the device was returned for evaluation. During the visual analysis of the photo, the following was observed: the first photo shows a device was disassembled into two pieces, (the frames of the shaft) with the closing trigger in closed position. The second photo shows jaws of a device with a blue reload loaded. Staples legs can be seen protruding at the proximal end of the reload. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned disassembled into two pieces, (the frames and the rod firing), with the closing trigger in a closed position and the anvil in an opened position, also with an ecr60b reload loaded on the device. The reload was received partially fired 1/16, with the pan partially dislodge from the left proximal side. The device was not tested for functionality due to the received conditions. During the analysis the frame had a gap between them, additionally, the distal channel retainer was founded to be broken. The handle shrouds were removed to verify the condition of internal components, and no anomalies were founded. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is possible that outside the normal use force was applied on the distal jaw creating a torque on the instrument and breaking the frame. The condition noted on the reload could have been that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Batch # unk. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please provide more details for "instrument was shook"? It clearly seen that rocked from side to side. Did the device deliver any staples? Yes, delivered all staples. If yes, were the staples formed properly? Not b-form staples. If yes, was the staple line complete completed. Did the device cut? Yes, the device cut. If yes, was the cut line complete? Completed. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No any difficulty. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Did any pieces fall into the patient? No, did not. If yes, were they retrieved? Will all pieces be returned with the device? Yes. If no, were they discarded?

Event description:
It was reported that during the radical esophagectomy. The surgeon noted that the instrument was shook during the first firing, the second firing got the same issue. Then device was broke into two pieces. There was no patient consequence reported, no additional information could be provided.